Event description:
It was reported that there were telemetry issues. It was noted that the patient had had a pulmonary embolism and was defibrillated, this had occurred in (B)(6) prior to the date to this report. It was noted that since that time, the patient had had a return of symptoms. Battery was attempted to be read about 6 weeks prior to the date of this report and the healthcare professional (hcp) was unable to get a response and had tried again the week of this report. The implantable neurostimulator (ins) was at 3.06v in (B)(6) which was the patient¿s last follow up visit. The hcp assumed the defibrillation damaged the ins and wanted to know if it could have ¿fried¿ the lead wires. The patient was in a nursing home. Patient was cognitively good. The patient and patient¿s family wanted the ins replaced. Additional information received reported the cause of the event was failure likely due to defibrillation after cardiac arrest. Device was unable to be interrogated. No surgical intervention had occurred as of the (B)(6) 2014. Replacement was being considered.

Manufacturer narrative:
Product ID 3389s-40, lot# v425792, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v425792, implanted: 2010 (B)(6); product type lead product ID 7436, serial# (B)(4), product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6); product type extension. (B)(4).